Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she can't quit her insulin pump and it is saying no delivery. Customer stated that after it gave a first dose around 5 pm, the no delivery alarm occurred. Customer's blood glucose was 400 mg/dl at the time of the incident. Troubleshooting was performed and while checking the reservoir and the infusion set, the pump gave a no delivery with nothing in the pump. The pump did pass the test, but due to this happening, the pump will be replaced. Customer did not want to troubleshoot the high blood glucose reading because she knows it was the no delivery issue.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the display window.